Manufacturer narrative:
]The reported device was received for evaluation. A visual inspection revealed the device was returned in the original packaging with the batch number of the complaint on the label. The distal tip broke off below the suture hole and the remaining portion is still seated in the inserter. The top of the distal tip was returned with bio debris in it. The distal plug and proximal anchor are still place. A functional evaluation was performed on the returned device and found that turning knob one moved the distal plug as intended. Turning knob two moved the proximal body as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. A clinical review states the tip of the healicoil anchor broke when tapping into the pilot hole. All the pieces were removed with arthroscopic grasper. The procedure was successfully completed with a non-significant surgical delay using a back-up device. The device was returned and the visual inspection noted, ¿the distal tip broke off below the suture hole and the remaining portion is still seated in the inserter. The top of the distal tip was returned with bio debris in it. The distal plug and proximal anchor are still place.¿ with the limited information provided; there were no clinical factors found which would have contributed to the event. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder cuff arthroscopy, the tip of the healicoil anchor broke when tapping into the pilot hole. All the pieces were removed with arthroscopic grasper. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).